Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23aug2019. Manufacturer's field service engineer (fse) evaluated the unit and verified the reported issue. The fse replaced the blower and flow valve assembly to resolve the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer contacted technical support stating that unit had error code message of over pressure condition. There was no patient involvement.